Manufacturer narrative:
(B)(4). S/w 4.10d retainer ring = missing. Customer returned pump for alleged cosmetic damage located at the battery compartment and back side of the pump found on (B)(6) 2022. The customer alleged the pump was not working. The pump was received with broken battery tube threads and cracked case at the battery tube side. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. The following were noted during visual inspection: missing retainer, minor scratched display window, scratched display window cover, scratched case, faded end cap address label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Cosmetic damage was confirmed at back of the back of the pump. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The pump also had a missing retainer. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was crack along the battery compartment. The insulin pump was not working. The location of damage was the battery compartment. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.